Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 1 year and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient came to the clinic to have the pump speed decreased in an attempt to allow more time to fill the left ventricle, due to small left ventricle size . Shortly after the change in speed, there was a pump stoppage event. Log file analysis confirmed the pump stoppage, and the patient was provided an ungrounded power module patient cable. No additional pump stoppage events have been reported. The patient was reportedly asymptomatic.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete.

Event description:
Additional information: it was reported that pump stoppage and low voltage advisory alarms occurred on (B)(6) 2017. The patient was using battery power most of the time and had been provided an ungrounded patient cable. The patient was evaluated for heart recovery and the ejection fraction was estimated to be at 55%. The patient's pump was explanted.

Manufacturer narrative:
Review of the submitted system controller log files confirmed the reported low speed operation and pump stoppage events. These events occurred while the lvad system was powered by external batteries and while connected to the power module. The data in the submitted log files appeared consistent with a potential driveline issue. Evaluation of the explanted pump confirmed a driveline wire compromise that would have contributed to interruption in pump function. The explanted pump was returned assembled with the driveline severed approximately 13.5 inches from the pump housing. The remainder of the driveline was returned in a segment measuring approximately 24.5 inches. Evaluation of the driveline revealed metal braided shield breakdown adjacent to the nipple of the pump housing, approximately 2 inches, 3.5 inches, and 6 inches from the pump housing, and throughout the external portion of the driveline. Breaches in the insulation of the orange wire were observed adjacent to the nipple of the pump housing and approximately 3.5 inches from the pump housing. A breach in the yellow wire was observed approximately 3 inches from the pump housing, and a breach in the brown wire was observed approximately 6.5 inches from the pump housing. The observed wire damage resulted in exposed inner conductors, and it appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. The yellow, brown, and orange wires each represent one of the redundant wires comprising phases 1, 2, and 3 of the three-phase motor, respectively. If the exposed conductors of two of the wires from different phases made direct contact with each other or simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have caused the reported pump stops while operating on an ungrounded patient cable. If the exposed conductors of one or more of the wires made contact with the metal braided shield while operating on tethered support (such as the power module), the resulting short to ground would have caused the reported interruption in pump function as recorded in the submitted system controller log files. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.